Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 26 mg/dl, and customer lost consciousness. Reportedly, customer believes settings need to be adjusted and contributed to bg level. Bg was treated with a glucagon shot administered by customer's partner, prior to customer being transported to ER. Additionally, customer was given a "g 50" kit by emergency medical technicians. Reportedly, customer left the ER a couple hours later with customer in stable condition (bg unknown).